Event description:
Philips received a complaint from the customer on the v60 indicating that a 110b "proximal pressure sensor autozero failed" alarm error appeared on the screen during setup. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The customer called technical support to report that a 110b "proximal pressure sensor autozero failed" alarm error appeared on the screen during setup. The biomedical engineer (bme) confirmed the 110b error code in the event log and noted that no recent service had been performed. The remote service engineer (rse) advised the customer to replace solenoids 3 and 4 per the v60 service manual to correct the issue, and if the issue remained, the rse also recommended that the customer should replace the data acquisition (da) printed circuit board assembly (pcba) and da pcba to motor controller (mc) pcba cable. The rse provided the customer with the part numbers of the replacement solenoid valves, da pcba, and da pcba to mc pcba cable for repair. The investigation is ongoing.

Manufacturer narrative:
Per good faith effort response received, the biomedical engineer verified that the issue was resolved once solenoids 3 and 4 were replaced. The device passed the required performance verification tests per philips standard and was returned to service.